Event description:
The patient reports falling face first after being appropriately treated by the lv. This resulted in a burn near the front therapy pad, a busted lip and the patient's teeth were knocked out . It's unclear if the patient received medical intervention. The patient reports improvement.

Manufacturer narrative:
Not applicable.